Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Advanced stapler logs show the instrument was installed on the system 8 times and fired 8 reloads (2 white, 2 blue, 4 white, in that order). On installs 1 and 6, the first clamp was successful, and the firings were each completed with 1 pause for compression on installs 2-5, 7, and 8, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 8, the system failed to detect the reload color, and the user manually selected the white reload. After install 8, the stapler was removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that after a da vinci assisted roux-en-y, the patient experienced intraluminal bleeding. There were no intraoperative issues or recent surgical technique changes. Additionally, an esophagogastroduodenoscopy (egd) was performed during the procedure with normal findings. During follow up with the physician's assistant (pa), through the clinical sales representative (csr), it was stated that the bleeding source was the jejuno-jejunal anastomosis.

Manufacturer narrative:
Additional information: the universal surgical manipulator (usm) the surgeon typically uses the stapler with was returned to intuitive surgical, inc. (Isi) to rule out causation. The usm passed an in-house stapler test and there was no trouble related to the reported event found.

Event description:
Refer to h10/h11 for follow-up information.